Event description:
It was reported that the preloaded monofocal intraocular lens came scratched and doctor couldn't tell until it was deployed into the patients eye. Lens was fully inserted and removed in the same procedure. It was replaced with another same model and diopter lens. Patients daily activities were not affected. Vitrectomy was not required. There was 5 mins delay in procedure. The directions for use were followed and there was no error that lead to the event. Patient was fully recovered. No further information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: patient information not provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 8/18/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on and found the plunger rod was fully advanced and the plunger rod tip was observed to be bent. The cartridge, lens module, and handpiece were inspected, and no issues were observed. The lens was visually inspected revealing that the lens was cut into pieces with one piece missing and coated in viscoelastic residue. One haptic was also observed to be detached. The lens was cleaned and inspected and scratches and damage were observed on the surface of the lens. No further issues were identified. No further evaluation was performed. Conclusion: the complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.